Manufacturer narrative:
Section h6: health effect - clinical code has been updated. "2330 - discomfort" was removed.

Event description:
It was reported that the patient was experiencing discomfort at the site of their ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experiencing pain/discomfort at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.